Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead exhibited placement difficulties and helix retraction issues during implant attempt. The lead was returned to boston scientific for product investigation, and it was found fractured. No adverse patient effects were reported.